Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. A complete quality notification review was not performed because the device was manufactured prior to july 1, 2004 ¿ the implementation date of the erp system. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Customer called experiencing error code 13-1033-149 on their 8110 (sn: (B)(4)). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: informed customer this error code is related to a software issue. Recommended reflashing the units software. If error code does not clear, the issue is the logic board. Recommended sending in for repair. Customer will reflash software as recommended and "go from there." Ended call.